Manufacturer narrative:
G4: 30jul2020. B4: 05aug2020. The central processing unit (cpu) assembly was returned to manufacturer to failure investigation (fi) for analysis. Customer complaint not verified. The reported problem could not be reproduced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The philips field service engineer (fse) identified there was a back up alarm test failed error during preventative maintenance. There was no patient or user harm reported the fse confirmed the reported failure. The fse replaced the 2nd generation central processing unit board (software 2.30) and the reported failure went away. The unit has returned to service mode.